Event description:
It was reported that during decontamination/sterilization processing, the unit remained active even when the switch was in safe mode. After investigation was found an inconsistent speed. There was no report of harm or delay as there was no patient involvement. No additional information available is indicated. Diligence is complete.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the unit was found to have low motor speed. The motor, wiring harness, and switch were replaced and resolved the reported issue. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.